Event description:
New information notes that the patient presented remotely and the merlin on demand transmission showed the patient data with invalid characters. No intervention was performed. No patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely, review of the transmission revealed an error message. No intervention was performed. There were no patient consequences.